Event description:
It was reported that the implanted pacemaker and external pulse generator (epg) did not pace while connected to the patient. Further investigation did not yield any additional information. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.